Event description:
The customer reported that the insulin pump beeped, and it was delivering insulin on its own. The customer did hit cancel, but the device did not stop. The caller mentioned that the time was off by an hour. Assisted the caller with correcting the time. During the call, the customer mentioned that she is recovering from breaking both of her legs and ankles and that she has fallen again. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.